Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted an arteriotomy closure of the right common femoral artery using the starclose device after an interventional procedure. The clip was deployed but the device could not be removed. A surgeon was called, and the device was forcefully removed from the artery about 2 hours late. Hemostasis was achieved with the starclose. No other intervention was performed. No additional information available.